Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: a battery life issue was not duplicated during investigation. The battery compartment was cracked. The battery cap was not returned with the pump. A new test battery cap was able to carefully attach to the pump. The pumps powered on with intact audible and vibratory features. The pump history and black box review showed no evidence of short battery life. The battery voltages in the black box were within normal specifications. The pump electrical current draws measured within specification. Upon removal of the pump cover, there was no evidence of internal moisture or damage to the power circuit or the battery flex.